Event description:
It was reported that after a surgical procedure with general anesthesia, patient felt a fast heart rate when dining, drinking and waking up. Patient was seen by physician and physician programmed off rate response as he did not know how to reprogram the settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).